Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was not confirmed. Additional issues were found. The curved rubber had scratches due to external factors. The curved rubber adhesive was missing. The bending angle was insufficient due to the elongation of the angle wire. Scratches were found on the operation part, grip, angle lever, right/left lever, up/down plate, switch one (1), and light guide cover glass due to external factors. The video connector, light guide connector and video connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the high-definition endoeye flex deflectable videoscope presented a no image/unrestorable error message. No patient harm reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was not confirmed. Additional issues were found. The curved rubber had scratches due to external factors. The curved rubber adhesive was missing. The bending angle was insufficient due to the elongation of the angle wire. Scratches were found on the operation part, grip, angle lever, right/left lever, up/down plate, switch one (1), and light guide cover glass due to external factors. The video connector, light guide connector and video connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the high-definition endoeye flex deflectable videoscope presented a no image/unrestorable error message. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a defect of the image sensor unit or failure of the internal board of the video connector unit or the system. The cause of the presumed defect/failure could not be further determined. Olympus will continue to monitor field performance for this device.